Event description:
It was reported the patient presented for a follow-up in clinic. It was noted the ventricular leadless pacemaker (vLP) dislodged and embolized to the tricuspid valve. This was verified via fluoroscopy. The atrial leadless pacemaker (aLP) dislodged during the procedure due to physician's error and embolized within the atrium. The leadless system was replaced with a traditional pacemaker system. The patient was stable throughout the procedure.